Event description:
Additional information indicates the ipg is no longer liable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23865. It was reported stimulation was unable to be increased. When the amplitude was increased, the system automatically reduced the strength and a message indicating 'strength was decreased, the generator is unable to deliver desired strength' was displayed on the patient programmer. Patient indicated suffering a fall approximately 2 weeks prior to the issue occurring. Diagnostics indicated high impedance readings on multiple lead contacts. Surgical intervention may take place at a later date to address the issue.